Event description:
A medwatch report was rec'd with the following event description: screen went blank while monitoring pt. Pt converted from supra-ventricular-tachycardia by medication. Event one (1) block from hosp.